Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 200 bd venflon pro safety had issues with catheter separation. The following information was provided by the initial reporter, translated from italian: "the cannula in the patient's arm detached, the piece was retrieved."

Event description:
It was reported 200 bd venflon pro safety had issues with catheter separation. The following information was provided by the initial reporter, translated from italian: "the cannula in the patient's arm detached, the piece was retrieved."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.